Event description:
It was reported that during a procedure at the user facility, the device was found to be bent and non functional after colliding with a drill during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility, the device was found to be bent and non functional after colliding with a drill during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.